Event description:
During the procedure the doctor flapped but did not known what to do with the palatal soft tissue since the guide has palatal coverage. The tissue after flapping had no where to go, so the guide could not seat properly. Despite the guide not seating properly, the doctor proceeded with the case. Trajectory and depth were off and sites 4 and 12 perforated the sinus. The doctor ended up free-handing the case. Local anesthesia was used for the procedure.